Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the right ventricular (rv) and shock channels which appeared to be due to respiratory rate trend (rrt) signal oversensing the patient was not pacemaker dependent at that time. The device remains in service. No adverse patient effects were reported.